Event description:
A doctor reported that during vitrectomy surgery, the system displayed a message and froze. They had wanted to switch model with the footswitch, and mistakenly selected vfc mode while the coagulation window was open. They tried to close the window with the touch screen, and then a system message occurred. They tried to switch off the console by pressing the standby switch, but the console did not respond and froze with the logo on screen. The system was exchanged and the surgery was completed with no harm to the pt. The console still did not turn off, so they took the power plug out of the wall socket for an hour, so that console would run down the backup battery. Afterwards they reconnected the power plug and were able to reboot the console. They then used the same console for the following surgeries on that day.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).